Event description:
A report was received stating a ventilator experienced a distorted bottom display. The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the reported issue.